Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-04885. It was reported that patient was not able to set the scs system to MRI mode. As such, patient underwent a surgical procedure on (B)(6) 2018, wherein patient¿s scs system was replaced. Effective therapy was restored post operatively.